Event description:
It was reported that a patient presented with a st segment elevation myocardial infarction (stemi) and a xience xpedition 2.5 x 28 mm stent was implanted in a posterior lateral artery and a xience xpedition 3.0 x 23 mm stent was implanted in a proximal, right coronary artery (prca) with right femoral access without difficulty. The following day, on (B)(6) 2013, the patient experienced chest pains (angina) and there was a st-elevation seen on the electrocardiogram (EKG). An angiogram was done with findings of a thrombus in the rca. The patient was taken back to the catheterization laboratory and a thrombectomy was done with left femoral access. Multiple passes were needed to remove the thrombus. A xience xpedition 4.0 x 28 mm stent and a xience xpedition 4.0 x 23 mm stent were deployed in the prca overlapping the previously implanted xience xpedition 3.0 x 23 mm stent in the prca. Stenosis was reduced from 100% to 0%. A xience xpedition 2.25 x 15 mm stent was deployed overlapping the previously implanted stent in the posterior lateral artery. Stenosis reduced from 70% to 0%. Timi 3 free flow was obtained. The patient is in stable condition. Reportedly, the physician stated he believes the thrombus was possibly from the use of a generic plavix medication that is not as effective as the brand name. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. Angina and thrombosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency. The xience xpedition 3.0 x 23 mm device referenced is being filed under a separate medwatch report.